Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Suture was being retracted from patient to re-throw and bullet was missing upon extraction. Additional information: the detached dart (bullet) remained inside the patient and could not be retrieved.